Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion, an electrocautery mark was observed on the device can.

Event description:
It was reported that during a device change out for normal battery depletion, the physician used electrocautery. It was noted that the device exhibited a rate decreased from 60 beats per minute to 30 beats per minute. The device was explanted and replaced.